Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor. The unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported by the customer that the insulin pump received a compromised force sensor system alert, then the insulin pump counts up to 7 and then stops working. Customer's blood glucose level at the time 160mg/dl. Advised insulin pump would be replaced. No additional information is provided.